Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had pump error alarm. The customer's blood glucose was 206 mg/dl. Customer reports they were able to clear the alarm. Customer not able to complete rewind. Insulin pump was beeping and telling no delivery alarm. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.